Event description:
It was reported that on (B)(6) 2023, a 30-25mm amplatzer talisman pfo occluder was selected for an implant using a 9f amplatzer talisman delivery sheath. During the procedure, the "bulging" effect was observed on the right disc. The wiggle (push-pull) test was performed but the bulging was still present. The device was released hoping that the right disc would flatten out with time and body temperature but didn't happen. The right disc maintained its "hamburger" shape. No intervention was performed and no residual kink noted. The patient is stable.

Manufacturer narrative:
An event of device deformation was reported. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.